Manufacturer narrative:
H.6 investigation summary bd had not received samples or photos for investigation. Therefore, 75 retention samples from bd inventory were visually inspected and no issues were observed. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hemolysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there is hemolysis of one tube after collection. No patient impact reported. The following information was provided by the initial reporter: "sst are heamolysed after collection in this specific lot: 3010287."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there is hemolysis of one tube after collection. No patient impact reported. The following information was provided by the initial reporter: "sst are haemolysed after collection in this specific lot: 3010287."